Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2024 the patient was seen by the implanting physician for complaint of discomfort at the incision site. Upon examination the physician determined that the implanted lead was pressing up against the skin and causing the discomfort. On (B)(6) 2024 a surgical procedure was performed to reposition the existing leads and anchors deeper under the tissue (see MDR 3015425075-2024-00140). No implanted components were explanted or replaced during the procedure. After repositioning the implanted components, the patient continued to report discomfort. The components continued to be visibly prominent under the skin, although no redness or discharge was noted. On (B)(6) 2024 a full system explant was performed due to the patient's ongoing discomfort.

Manufacturer narrative:
It was noted during the initial investigation in march 2024 that the patient is very thin and thus leaving minimal amount of tissue to implant the nalu system. There was no indication of any infection or other complication. No indication of any device failure or malfunction. It appeared initially that the system was not implanted deep enough to accomodate the patient's thin stature and thus caused the discomfort and subsequent request for surgical intervention. After repositioning the system it appears the patient stature does not provide enough tissue to support the system in a comfortable manner for the patient.